Event description:
It was reported that the device displayed all three (attention, cp and wrench) icons and would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and recommended replacing the internal battery charger for trouble shooting purposes or purchasing a replacement defibrillator. The customer removed the device from service and was undecided regarding their course of action. A conclusive cause for the reported issue could not be determined.